Event description:
The customer reported a falsely elevated alinity I free t4 result on a patient that was not reported out of the laboratory. Results provided: 19.69 / 12.31 ng/l (reference range: 7-14.8 ng/l). No impact to patient management was reported.

Manufacturer narrative:
The data and information provided by the customer were reviewed and support the complaint issue. A review of tracking and trending data identified an increase in complaints for the alinity I free t4 assay, as well as an increase in complaint activity for reagent lot 75088ud01. However, testing performed using a retained kit from lot 75088ud01 showed that all results passed, indicating the reagent lot is performing as expected. A device history review did not identify any nonconformances, potential nonconformances, or deviations associated with the complaint lot or issue. Labeling was reviewed and found to adequately address the current issue. Based on the investigation, no systemic issue or deficiency with the alinity I free t4 assay, lot 75088ud01 was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely elevated alinity I free t4 result on a patient that was not reported out of the laboratory. Results provided: 19.69 / 12.31 ng/l (reference range: 7-14.8 ng/l). No impact to patient management was reported.